Event description:
It was reported to philips that the external paddles have failed. There was no patient involvement. The field service engineer (fse) evaluated the device and found the paddle was damaged / scratched. The device needs paddles. Upon conclusion of the evaluation, it was determined that the paddles require replacement. They were replaced. The device passed testing and was put back into service.